Event description:
The patient's atrial septal defect was balloon-sized to 19-20mm and a 20mm amplatzer septal occluder (aso) was successfully implanted with no evidence of a residual shunt. The next morning, a follow-up trans-esophageal echocardiogram revealed the aso had embolized into the left ventricle becoming lodged in the mitral valve's chordae tendineae. Due to the location of the embolized device, percutaneous retrieval was not possible. The patient was referred for emergency surgery to explant the aso and suture the defect.

Event description:
Following surgery, the patient was hospitalized an additional month due to other complications (obesity, suspected hematoma, pneumonia, peripheral edema, suspected endocarditis, mitral and aortic valve leaks without perforation, eczema). The patient's medical history is positive for a prior brain infarct in 1998 and epilepsy. The patient was released five weeks later to outpatient care.

Manufacturer narrative:
Device evaluation the aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and a broken thread and broken wire were found on the distal disc. The break in the wire appeared on the edge of the disc where the broken sewing thread is weaved. The thread and wire had blunt edges, indicating the cuts were caused by a sharp object. The occluder met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test loader then deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.